Manufacturer narrative:
10/24/96- submission of supplemental report #1 to FDA by mfg.

Event description:
The product was aplied during the removal of an epidural cyst. The wound dehisced. The surgeon removed the suture and applied another product rto correct the situation.